Event description:
It was reported to medtronic minimed that the pump was rejecting the new batteries, received an unexplained insulin flow block alarm, buttons had to be pressed harder to work, batteries kept popping out due to the battery cap not staying on, and the new battery cap had scratches on the side of the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-386a, mmt-1884, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-386a. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was received without original battery cap. Alleged battery cap damage unknown. Proceeded to use new battery and battery cap. Unit powered on successfully and battery remained in place. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool reveals that no relevant alarms were noted during download history review. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 12/07/2025 08:51:00 after more than 7 days at 10.63 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit also passed the sleep current measurement, active current measurement and self-test. All buttons were responsive and no keypad anomalies were noted. No failed battery alarms noted during testing. Unit functioning properly. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon removing keypad overlay, no flattened domes were noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Allegations of keypad anomaly were not confirmed when all buttons were responsive, and no flattened domes were noted. Allegations of battery cap damage were unknown when unit was received without original battery cap. Upon using new battery cap, battery remained in place. However, allegations of scratches on the side of pump were confirmed when scratched case was noted during visual inspection. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.